Event description:
The facility reported a pump with an "intermittent stuck key". This occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 23 2007. Evaluation summary:the reported condition of an "intermittent stuck key" was confirmed. Inspection of the device found that this was caused by failure code 500 in the pump's event history. This failure code could not be duplicated, therefore there were no corrections made to the device. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.